Event description:
Additional information received from the manufacturing representative (rep) indicating that impedances were checked, and showed that there were no open or short circuits. They stated that the issue was determined to be transition zone settings (using a recliner), which were set per patient services. The patient was to let the rep know if their issue is unresolved. No further complications were reported.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The patient claims they are getting shocked when in reclining position. Patient services reviewed how to change position ranges for the adaptive stimulation. The rep was going to discuss the setting with the patient before proceeding with adjustments. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected to (B)(6) 2017.